Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190520 - file-2019-00887 - analysis_and_closure_report_resp-2019-00710.pdf].

Event description:
Reportedly, on (B)(6) 2019, values of the measurements (threshold, p/r, impedances) performed manually during the follow-up were not displayed in the overview tab on the programmer screen, although they were saved. The user ended the session and re-interrogated the pacemaker. The measurements were then properly displayed in the overview tab.

Event description:
Reportedly, on (B)(6) 2019, values of the measurements (threshold, p/r, impedances) performed manually during the follow-up were not displayed in the overview tab on the programmer screen, although they were saved. The user ended the session and re-interrogated the pacemaker. The measurements were then properly displayed in the overview tab.